Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced failure of the product to contain fluid. The following information was provided by the initial reporter. The customer stated: the nurse carried out venous blood collection for the patient according to the doctor's advice, and found that the needle hub of blood collection was damaged, so replaced the needle on time, and blood collection for the patient was carried out without adverse reactions and no harm to the patient.

Manufacturer narrative:
H.6. Investigation summary: "material #: 301746. Lot/batch #: 1176935. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged needle hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced failure of the product to contain fluid. The following information was provided by the initial reporter. The customer stated: the nurse carried out venous blood collection for the patient according to the doctor's advice, and found that the needle hub of blood collection was damaged, so replaced the needle on time, and blood collection for the patient was carried out without adverse reactions and no harm to the patient.